Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a seizure due to hypoglycemia. The patient was taken to the hospital and was conscious again after a few hours. The patient's blood glucose level was 1 mmol/l (18 mg/dl). The pod was worn on the arm. The patient noted trying to eat sugar pills in order to treat the hypoglycemia. Additional information was solicited, but unavailable.